Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot number h13k06034 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date the patient was treated with unspecified antibiotics (dose, frequency and route not reported). The cause of the peritonitis was unknown. The patient was discharged 9 days after admission. At the time of this report the patient remained on antibiotics and was recovering from this peritonitis event. No additional information is available. This is report 4 of 4 involved in this peritonitis event.